Event description:
In a journal article, a surgeon reported that following intraocular lens (iol) implant surgery, a patient presented with residual refractive astigmatism. Residual astigmatism of 0.01 d at 78 degrees was anticipated. No intraoperative complications occurred. Four months postoperatively, the patient presented with a subjective refraction of 0 - 1.75 at 95 degrees, indicative of an astigmatic overcorrection. The surgeon reported that the patient's large pupil size may have contributed to the event, among other factors. The patient declined further surgical treatment and opted to use spectacles with a cylinder correction.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough information was provided to properly complete an investigation. Citation: nienke visser, noel j.c. Bauer, rudy m.m.a. Nujits. Residual astigmatism following toric intraocular lens implantation related to pupil size. Journal of refractive surgery 2012; 28, 10, 729-732. (B)(4).